Manufacturer narrative:
(B)(4). Date sent: 1/19/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were there any patient consequences reported? The surgery was successfully finished with hand sewing after malfunction of the product and there is no post-operative report which is given from the hospital. Did the patient require a blood transfusion? There was no blood transfusion due to bleeding which occurred by the product malfunction. But still, there was heavy bleeding on stomach. If yes, how many units were given? Na. Did the post-operative care change based on the bleeding? The bleeding was site specific issue, so there is no care change after the surgery as far as I know.

Event description:
It was reported that during an open gastrectomy procedure, there were no visible staples after firing the device, only the blade was advanced. There was severe bleeding on both specimen and body of stomach. The surgeon closed the stomach with sewing. It is unknown if there were adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55z7g. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent on which firing did this occur? The analysis results found that the tlc10 device was received with the right wedge missing, the anvil tip loose and broken at the part where the metal part is assembled, and the cartridge reload was present not loaded on the device, with the right cartridge fork damaged. The condition of the returned device is related to an improper handling of the device. The device was disassembled to verify the condition of the internal components and it was found that there was evidence of wedge presence on the block assembly. No functional test was performed due to the condition of the device. It should be noted that all devices are inspected 100% for the firing wedge presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. For additional device handling information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2017. The analysis results found that the tlc10 device was received with the right wedge missing. Also the anvil tip was loose and broken; the cartridge reload was present not loaded on the device, with the right cartridge fork damaged. The condition of the returned anvil and reload is related to an improper handling of the device. No functional test was performed due to the condition of the device. No conclusion could be reach as to how the wedge became detached from the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.